Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 2 of 5 mdrs filed for the same event (reference 3005739886-2014-00011/00015).

Event description:
It was reported that the patient underwent thoracic spine posterior fusion t4-s1 on (B)(6) 2013, utilizing the s-lok pedicle screw system with a competitor's rod implants. Subsequently, radiographs identified five (5) broken screws. Revision was performed on (B)(6) 2014, during which all hardware was removed, and replaced with the reform pedicle screw system with screws placed in t2-4.